Manufacturer narrative:
In addition to the evaluation findings mentioned in the event description, the evaluation showed that the device failed the leak test due to a pinhole on the bending section cover (a-rubber), the bending section cover glue was found discolored, detached, chipped, cracked or has a burr. There were buckles on the connecting tube. The objective lens was also found dirty and loose. The adhesive around the light guide lens and objective lens was worn. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, if new and relevant information is received later, this report will be supplemented accordingly.

Event description:
The user facility reported that they experienced a blurry image during maintenance of the device and even after cleaning the device twice, one from urology clinic and when they received the device at sterile services. There was no report of patient injury. The device was returned to olympus for evaluation, and during the evaluation it was found the objective lens was missing. This MDR is being submitted to capture the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the objective (ob)-lens and glue were broken due to physical stress/ chemical stress. Inspection prior to use by the user was inappropriate, and abnormality of the ob-lens was detected during periodic inspection by olympus. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "The endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 3.2, ¿list of the compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 3.13, ¿signs of degradation from reprocessing and its number of times¿. Follow the policies at your local institution when choosing which methods to employ." Olympus will continue to monitor field performance for this device.